Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic while driving. The patient's heart rate was 40 beats per minute. The patient's right atrial (ra) lead was oversensing. The sensitivity of the lead was decreased. And the ra lead remains in use. No further patient complications have been reported as a result of this event.